Manufacturer narrative:
Whatman requested the user, on (B)(4) 2006 to return the device, so that an eval of the device can be undertaken. No eval of product is possible at this time, as the device has not been returned to the MFR. Whatman has undertaken an in-depth investigation of the batch record for the reported batch. No issues have been identified in the batch record review, that could have contributed to the reported defect of one filter, as identified in FDA voluntary medwatch report number (B)(4). Although the defect filter has not been returned to the MFR, no similar complaints have been received for this, or any other batch, of this product code. Whatman believes the reported issue to be an isolated incident. Should add'l info become available, a follow-up report will be submitted.